Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance's/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.